Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a fall in (B)(6) 2015 and broke their left wrist. After the fall the patient felt something pull in their tailbone area where the lead wire was and as time went on they noticed a vein or wire visible in the area. This was due to a gradual change in therapy or symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.